Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative, that eight rt280 adult dual-heated evaqua2 breathing circuit has failed the pressure test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Sn lot number UDI qty. 1. 2101003522 (B)(4) 2. 2. 2101450867 (B)(4) 2. 3. 2100907768 (B)(4) 1. 4. 2100907768 (B)(4) 1. 5. 2101243183 (B)(4) 1. 6. 2101069959 (B)(4) 1. Method: the complaint rt280 adult dual-heated evaqua2 breathing circuits were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that eight rt280 adult dual-heated evaqua2 breathing circuits has failed the pressure test. Conclusion: without the complaint device, we are unable to determine what may have caused the reported event. All rt280 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt280 adult dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Manufacturer narrative:
(B)(4). Sn: (B)(6), lot number: 2101003522, UDI: (B)(4), qty: 2. (B)(6), 2101450867, (B)(4), 2. (B)(6), 2100907768, (B)(4), 1. (B)(6), 2100907768, (B)(4), 1. (B)(6), 2101243183, (B)(4), 1. (B)(6), 2101069959, (B)(4), 1. The complaint rt280 adult evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative, that eight rt280 adult dual-heated evaqua2 breathing circuit has failed the pressure test. There was no patient involvement.